Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2013 the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013, it was reported that the patient underwent generator replacement on (B)(6) 2013 due to prophylactic reasons and an increase in seizures. The physician later reported that the increase in seizures was first observed in (B)(6) 2012. The physician stated it is unknown what the relationship of the increase in seizures is to vns. The patient underwent multiple medication adjustments as an intervention. It was stated that the seizures increased with her baseline settings and continue to occur after generator replacement surgery and back to baseline settings. Attempts were made for the return of the explanted generator for product analysis but it has not been received to date.